Manufacturer narrative:
Two samples received for investigation. Functional test were performed. Test included defects on molding for barrel, plunger rod and/or stopper functionality, volumetric accuracy, and plunger displacement. Based on the functional and visual tests carried out, results were satisfactory thus foreign particles were not present in the samples sent by the client. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Based on the functional and visual tests carried out by the quality control laboratory, this presented results in conformity i.e. No defects were presented that affect functionality and the conicity of the pivot is compliant, so the defect of difficulty the displacement of the plunger and foreign particles were not present in the samples sent by the client the complaint is unconfirmed.

Event description:
It was reported that the customer saw two clear liquid drops on a bd luer-lok syringe immediately after taking it out of the package.